Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead was tested and showed poor sensing, no capture, and a high lead impedance. Visual inspection of the lead showed the lead to be completely fractured. It possible the lead was damaged from cautery or manual manipulation. The lead was repaired, and remains in use. No patient complications have been reported as a result of this event.